Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
(B)(6).